Event description:
It was reported that the patient was referred for a full revision due to high impedance. The patient had a full system replacement performed. The explanted devices have not been received to date. No corrective action is required as no new cause or new harm has been established for patient or user.